Manufacturer narrative:
Additional concomitant medical product references the main component of the device system; the other relevant components include: product ID: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving saline via an implantable infusion pump for non-malignant pain. The patient reported the pump was beeping/alarming. The patient reported they've saline in their pump for the last year and a half. The patient reported they heard a beeping for about 5 days and then they heard a sound that sounded like an ambulance and they had heard that twice on (B)(6) 2017. The patient reported their lower back was hurting, and hurt prior to the pump as well. The patient reported the pain was off and on. The patient reported that the pain is different, "it feels like it's swollen down there, and feels like a square and feels under pressure." The patient was concerned that the saline had leaked and was causing this feeling. The patient reported they thought they had enough saline to last them longer and felt like the saline may be leaking into their lower back which was causing the pain and pressure. The patient was not sure what their healthcare professional's first name was. No further complications were anticipated/reported.